Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the lap top ventilator 2200 has high side/low side leak failure. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire failure analysis was not able to confirm or duplicate teh reported problem. The uut (unit under test) was tested and was found to be functioning as intended.